Event description:
Three weeks post implant, the patient reported chest pain. High capture threshold and low impedance were noted. A chest x-ray revealed that the lead tip and a portion of the distal shocking coil was in the pericardial cavity. The lead was explanted and replaced.

Event description:
At a follow-up visit in 2008, the patient reported having chest pain about three weeks post implant. The patient did not report the pain to anyone until the same day visit.

Manufacturer narrative:
Analysis of the lead did not reveal any condition that would have contributed to the field experience of perforation. A tip stiffness test was performed to address the reported perforation and found to be within specification. The lead exhibited normal electrical characteristics. All measured data were found to be within product specification.